Event description:
Customer reported receiving readings of 137 and 110 mg/dl prior to passing out at 7 am. Customer was given pineapple juice to bring glucose levels up. No other treatment was reported. Consumer reports taking insulin the night before.